Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; asr xl - left; reason(s) for revision: pain, component loosening, noise. Querying which component has become loose. Update received: (B)(4) 2014 - attached legal document, marked as legal, added (B)(6), added patient details: name, date of birth and patient ID / initial and added further reason for revision: difficulty moveing.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain, component loosening, noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr xl - left, reason(s) for revision: pain, component loosening, noise. Querying which component has become loose. Update received: 20th february 2014 - attached legal document, marked as legal, added (B)(6) reference number, added hospitals: (B)(6), added patient details: name, date of birth and patient ID / initial and added further reason for revision: difficulty moving. Update received: 10th march 2014 - added which component became loose - acetabular cup. Additional information correction on 25th march, original info received 10th march 2014 - patient initials amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: pain, component loosening, noise. Querying which component has become loose. Update received: 20th february 2014 - added legal document, marked as legal, added (B)(6) reference number, added hospitals: (B)(6), added patient details: name, date of birth and patient ID / initial and added further reason for revision: difficulty moving. Update received: 10th march 2014 - added which component became loose - acetabular cup. 19 feb 2015 - update - rcvd legal form - added new reasons for revision: metallosis, osteolysis and high metal ions, added gender, added unknown stem and sleeve as metal ions, added man and exp dates to cup and head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.